Manufacturer narrative:
The reported events of sensing noise and insulation abrasion were confirmed. As received, only the distal segment of the lead was returned for analysis. Multiple internal insulation abrasions breaching the right ventricular and ring electrode cables¿ lumens were found on the lead body and under the svc shock coil. The cause of the reported event of sensing noise was isolated to the internal insulation abrasion under the svc shock coil in which the etfe coating of one ring electrode cable was abraded. Electrical tests did not find discontinuities or shorts on any conduction paths. Other damage observed was consistent with that occurring at the time of explant.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. During lead revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.